Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while slitting the catheter, the slitter became caught on part of the port. The slitter was advanced by pushing, however, as a result the insulation of the lead was damaged. The lead and catheter were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the outer insulation of the lead was extrinsically breached due to a cut. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.